Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg?: the device was not returned to the manufacturer for evaluation investigation ¿ evaluation it was reported that the beacon tip torcon nb advantage angiographic catheter separated during a nephrostomy tube placement procedure. The distal black tip of the catheter separated inside the patient when the team was taking pictures and navigating to the location prior to the tube placement into the patient's ureter. A snare was used to successfully retrieve the separated tip of the device. It was noted that there was no resistance felt upon insertion or removal. The procedure was successfully completed by using a new like-device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The customer followed all relevant instructions in the IFU related to this failure. Evidence provided by the dmr, DHR, and IFU, suggests that there is no evidence that the device was manufactured out of specification, or that there are non-conforming devices in house or out in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?:device evaluation anticipated but not yet begun; awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the beacon tip torcon nb advantage angiographic catheter separated during a nephrostomy tube placement procedure. The distal black tip of the catheter separated inside the patient when the team was taking pictures and navigating to the location prior to the tube placement into the patient's ureter. A snare was used to successfully retrieve the separated tip of the device. It was noted that there was no resistance felt upon insertion or removal. The procedure was successfully completed by using a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.